Event description:
The patient was seen for a staple removal. The rn was removing the staples as ordered and when removing the 5th staple, she found that it could not be removed using the staple remover that had removed the previous four staples. Wire cutters and hemostats were utilized to cut the staple out of the patient's skin. The advanced practice registered nurse (aprn) was the provider who placed the patient's staples 8 days previously and she reports that there were no issues with the staples at time of placement. The patient was discharged at baseline.